Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. The customer¿s blood glucose level was 54 mg/dl at the time of incident. Customer stated that the sensor received lost sensor signal and change sensor alerts. No further patient complications were reported. The device will not be returned for analysis.